Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was damaged. The lesion being treated was a mildly tortuous, mildly calcified, 70% stenosed ostial lesion in the right coronary artery (rca). The vessel was predilated with a crosssail 3.0 x 20 mm balloon. The physician placed two overlapping taxus express2 8.8% drug eluting stents, one 2.75 x 20mm and one 3.0 x 32mm, in the rca. The physician was unable to place a third overlapping taxus 3.0 x 16 drug eluting stent proximal to the previously placed distal stent. The physician did encounter resistance during insertion. Upon stent removal, the proximal edge of the stent had a strut lifted. The procedure was completed without difficulty with another taxus stent of the same size. No pt injuries or complications were reported. The pt's status is reported as satisfactory.